Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 3 bd saf-t-intima¿ IV catheter safety systems were damaged, preventing the adapters from connecting to the mating components. The following information was provided by the initial reporter: "...the operator immediately realises that the luer tip has become dislodged and changes the device. However, the injection does not take place at peak effort as recommended, but a few minutes later".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-apr-2022 . H.6. Investigation: a device history record review was completed for provided material number 383328 and lot number 1140816. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three physical samples were returned for evaluation by our quality engineer team. Through inspection of the samples, separation of the adapter and the tubing was observed. It was determined that this type of defect could be produced during the manual assembly of the tube and the wedge component.

Event description:
It was reported 3 bd saf-t-intima¿ IV catheter safety systems were damaged, preventing the adapters from connecting to the mating components. The following information was provided by the initial reporter: "...the operator immediately realises that the luer tip has become dislodged and changes the device. However, the injection does not take place at peak effort as recommended, but a few minutes later".